Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y connector of a clearlink system y type blood/solution set had a crack at the hub. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to h11: upon further clarification the broken luer component was determined to be a non-baxter product. Therefore, the baxter device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.